Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A ccc specialist remotely reviewed the calcium (ca) results monitor which indicated intermittent kinetic check failures. The ccc specialist auto aligned server 1 probes, which passed. The ccc specialist ran quality controls (qc) for all 3 levels, resulting within ranges. All service method testing system are operating within specifications. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The initial ca results were flagged with "bar" (below assay range) errors. The customer reported the samples with "bar" flags as <5 mg/dl. The samples were repeated on the same dimension vista instrument, resulting higher and as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.